Event description:
Boston scientific has become aware of the following event: when the catheter was withdrawing, the physician felt that it was hooked at the stent distal edge. And the exit port of the catheter was enlarged. Changed the catheter to the new. The lesion being treated was 90% stenosed and not calcified in rca mid.